Manufacturer narrative:
Literature article: rahal, j. Et al. (July 2014). ¿stent recanalization of carotid tonsillar loop dissection using the enterprise vascular reconstruction device¿, j clin neurosci, 2014 jul; 21(7):1141-7. The date of the event was unknown, so the date the article was published was entered as the event date. (B)(6). Complaint conclusion: the stent was implanted, therefore, not available for analysis. Since the lot number was not provided, a review of the manufacturing documentation could not be performed. The complaint could not be confirmed without product return. Although the root cause could not be conclusively determined, vessel characteristics contributed to the event (distal stent kinked at vessel curvature). Based on the information provided, there were no manufacturing issues related to the complaint; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported via a literature article, there was kinking of the enterprise stent interstices at the apex of a curvature. The patient (patient #2) had presented with acute onset of right-sided weakness and global aphasia, and angiography revealed a left cervical internal carotid dissection without distal flow. The indication for stenting was progressing hemodynamic infarct despite medical management. After several attempts, the true lumen was accessed via a microcatheter, revealing a 360 degree tonsillar loop involved in the dissection. Two enterprise 4.5 x 37mm stents (lot and catalog numbers unknown) were deployed across the distal dissection flap in tandem within the tonsillar loop. Finally, a 5mm x 40mm guidant xpert stent was deployed concentrically within the proximal enterprise stent across the proximal dissection flap, re-establishing flow through the left internal carotid artery. Cone beam computed tomography reconstruction demonstrated some kinking of the stent interstices at the apex of the curvature. Despite this kinking, the intimal flap was tacked down and the vessel caliber restored. Pre-luminal stenosis was 100%; post-luminal stenosis was 20%. Follow-up imaging 1 year later demonstrated patency of the stent construct and preserved distal flow. The article described 5 patients who underwent endovascular stent reconstruction of cervical internal carotid artery dissections involving tonsillar loop anatomy between june 2007 and june 2012.